Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was inserted into patient and air was aspirated. The sheath was flushed and non-boston scientific device was inserted. After mapping non-boston scientific device was removed. The sheath valve was leaking. The sheath was then aspirated and flushed. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.